Event description:
Additional information received reporte the pipeline was not placed in a vessel bend when it failed to open. No additional steps were taken toopen the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal and proximal ends were found opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was normal, and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline flex embolization device, the tip end of the stent could not be opened. The aneurysm was located in the cavernous sinus segment, was unruptured, and had a saccular morphology with a maximum and neck diameter of 5mm. The vessel tortuosity was normal. The package was opened, and the stent was hydrated normally before being delivered in the microcatheter. After the stent was in place, it was deployed, but the tip end could not be opened. A new stent was used which opened smoothly, and the operation was successful. The dense mesh stent covered the aneurysm neck, and the aneurysm was not developed post-procedure. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.